Event description:
It was reported that the patient¿s mother reported that the device alarmed 3 times "cartridge removed" during the night/this morning. There are also cracked threads in the cartridge housing. The pump was taken out of use and will be replaced with a different pump. The event occurred at the patient's home. There was no patient harm.

Manufacturer narrative:
Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: this complaint does not require further investigation. The cadd-ms 3 devices stopped being manufactured in june 2017 and is considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might require new actions / controls / mitigations.